Manufacturer narrative:
(B) (4). This reported lot number is subject to recall initiated 02/08/2010, therefore, this report requires a 5 day MDR based on this new info.

Event description:
Procedure type: unk. According to the reporter: the device misfired. Opened a new device. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.